Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used insyte autoguard bc 18ga adapter and a catheter/wedge assembly with an opened empty package from material number 381444, lot number 9193575. In addition, three photographs were submitted which displayed similarities to that of the returned unit. A visual/microscopic evaluation of the returned sample revealed the wedge/tubing to be separated from the adapter. The reported issue was confirmed. This type of failure is likely to be a manufacturing process related issue. The failure mode of ¿catheter wedge back out¿ could potentially be caused by incorrect swage depth or incorrect flare length. Measurement of the swage depth could not be performed since the wedge-tubing assembly was separated from the adapter. Measurements of the wedge dimension were performed to verify the wedge base was within specifications and would not be ¿loose¿ within the adapter. This measurement was found acceptable per specification. The adapter diameter and flare length were also measured within specifications. Further inspection of the adapter confirmed the swaging process was not completed. This type of defect is unlikely to occur by the end user. The evidence provided confirms this to be a manufacturing process issue. CAPA#1461582 was initiated. DHR for lot number 9193575 has been reviewed. No related quality issues or process deviations were found. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter adapter separated from the device. This was discovered during use. The following information was provided by the initial reporter: material no.: 381444 batch no.: 9193575. It was reported that the plastic luer-lock adapter separated from the catheter portion of the device. The plastic luer lock hub separated from the IV catheter itself while in the patient.  Fluid went all over the place, but no harm was done.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter adapter separated from the device. This was discovered during use. The following information was provided by the initial reporter: material no.: 381444, batch no.: 9193575. It was reported that the plastic luer-lock adapter separated from the catheter portion of the device. The plastic luer lock hub separated from the IV catheter itself while in the patient.  Fluid went all over the place, but no harm was done.